Event description:
As reported by customer in another country , when an angiographic syringe was connected to the manifold, leakage was noted and air was seen to be entering the system. No air was injected into the pt. The used device was disposed of at the hosp.

Manufacturer narrative:
A device history review was performed on the manifolds from the reported lot number and no quality or manufacturing deviations were noted. A review of the bsc complaint report did not reveal any adverse trends in the stopcock/manifold product family for leakage issues, attachment difficulty or air leakage in the past 15 months. This complaint is inconclusive and a root cause cannot be determined as the customer did not return a sample for eval. Production controls in place for manifolds, including visual inspections and leak tests are deemed adequate to detect failure modes of this nature.